Event description:
Pt used painbuster device following a left knee arthroscopy and removed their own catheter two days post op per surgeon's instructions. Pt had an "uneventful recovery" until 8 months later when pt felt pain in their left knee. Pt has had seven followups. An MRI suggested a meniscus tear. Pt had a left knee arthroscopy and removed a 2-3 inch piece of "tubing" under their meniscus. Reporter states to their knowledge the meniscus was intact.